Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 10 months post-implant, it was reported that the patient had an unknown infection that progressed close to the pump pocket. The doctor was unable to resolve the infection with treatment, therefore a decision was made to exchange the pump.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.